Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and zonare viewmate system and the imaging screen was displayed; visual abnormalities were noted, the dot pattern appeared stretched, consistent with the fractured tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed bent catheter tip remains unknown. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
This report is to advise of a fracture found in the catheter during analysis.